Event description:
Health profession report an alleged leak and band slippage occurred with a lap-band device. The port and band were explanted and replaced at separate times. No further information has been provided at this time. Follow-up findings: the port had been explanted and replaced due to a leak that was confirmed when the surgeon noted "evidence of leak at the time of adjustment. There was missing fluid." No diagnostic testing was performed regarding the leak; reason unknown. At a later date, the band portion was "replaced" due to a "band slip." An "upper gi was performed and the band slippage was confirmed. A "fluoroscopy and x-ray" was also performed. The surgeon found a "posterior slip."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a portable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."